Event description:
The lay user/pt contacted lifescan (lfs) on (B) (6) 2010 alleging a cal code issue on his one touch ultra mini meter. The pt mentioned that he had an issue with the cal code on the meter on (B) (6) 2010 at 5:00 pm. Approximately 45 minutes later, he exhibited blurred vision and felt tired. The pt took his usual dosage of medication and did not seek any further medical attention or contact his physician for assistance. Customer care advocate (cca) assisted the pt setting in the code correctly on the meter and issue was resolved via troubleshooting. Products were replaced. The complaint is being reported since the pt alleged that due to the cal code issue with the meter, he exhibited symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.